Manufacturer narrative:
The power conversion was returned to the manufacturer for evaluation. After functional testing, visual/physical examination and examination of similar products the reported issue was unable to be confirmed. The visual inspection confirmed no electrically over stressed or damaged of component. The bench test failed, two transistors were shorted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the system was turned on there was a pop noise and then smoke came out of the system. The battery indicators on the cabinet went from green to red. The system was then turned off. No patient was present at the time of the event.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and could not verify the smoke issue. The batteries and the power conversion board were replaced. The issue resolved and a system checkout was performed and the system is working as intended. The enclosure charger was returned to the manufacturer for evaluation. After a visual/physical examination it was observed that the returned part was returned unused. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the system was turned on there was a pop noise and then smoke came out of the system. The battery indicators on the cabinet went from green to red. The system was then turned off.